Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("malposition of essure device (ruptured through part of fallopian tube) /perforation (fallopian tube(s)),") and basedow's disease ("graves' disease") in a (B)(6) female patient who had essure (batch no. 836525) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multi gravida (pregnancies: 4.), parity 3 (live births: 3. ((B)(6)2001, (B)(6)2003, (B)(6)2011).) And miscarriage in (B)(6)2012. Previously administered products included for prevent pregnancy: ortho-evra patch from (B)(6) 2011 to (B)(6) 2012, nuvaring from (B)(6) 2011 to (B)(6) 2012, yaz from 2009 to 2010, depo-provera shot in 2009 and mirena iud in 2009. Past adverse reactions to the above products included adverse reaction with depo-provera shot, nuvaring, ortho-evra patch and yaz; and uterine perforation with mirena iud. Concomitant products included metoprolol since 2013. On (B)(6) 2012, the patient had essure inserted. On the same day, the patient experienced menorrhagia ("abnormal bleeding(vaginal/menorrhagia),/severe clotting"), vaginal haemorrhage ("abnormal bleeding(vaginal/menorrhagia),"), female sexual dysfunction ("apareunia apareunia(inability to have sexual intercourse)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), alopecia ("hair loss"), fatigue ("fatigue") and orgasm abnormal ("painful orgasms"). On (B)(6) 2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), hormone level abnormal ("hormonal changes"), headache ("migraines / headaches") and migraine ("migraines / "). On (B)(6) 2013, the patient experienced basedow's disease (seriousness criterion medically significant) and hyperthyroidism ("hyperthyroidism"). In 2013, the patient experienced anxiety ("anxiety") and depression ("depression"). In (B)(6) 2014, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain. The patient was treated with paracetamol (tylenol), beta blocking agents, thiamazole (methimazole), analgesics and surgery (bilateral salpingectomy essure removal). Essure was removed in (B)(6) 2014. At the time of the report, the fallopian tube perforation, basedow's disease, vaginal haemorrhage, female sexual dysfunction, dysmenorrhoea, alopecia, fatigue, orgasm abnormal, hormone level abnormal, headache and migraine outcome was unknown, the menorrhagia, dyspareunia, anxiety and depression had resolved and the hyperthyroidism was resolving. The reporter considered alopecia, anxiety, basedow's disease, depression, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, headache, hormone level abnormal, hyperthyroidism, menorrhagia, migraine, orgasm abnormal and vaginal haemorrhage to be related to essure. The reporter commented: she did not had complications from essure removal procedure. She did not retained the essure device or any portion of it. Diagnostic results (normal ranges are provided in parenthesis if available): x-ray - on (B)(6) 2013: satisfactory placement,complete occlusion. Most recent follow-up information incorporated above includes: on 27-feb-2018: pfs received: reporters details added. Aka names added. Lot number added. Event injury is replaced by alopecia, fatigue, depression, dyspareunia (painful sexual intercourse), migraines / headaches, malposition of essure device (ruptured through part of fallopian tube) /perforation (fallopian tube(s)), graves' disease, abnormal bleeding(vaginal/menorrhagia),/severe clotting, abnormal vaginal bleeding, apareunia(inability to have sexual intercourse), hyperthyroidism, dysmenorrhea (cramping), severe and persistent pain. Historical, concomitant condition and relevant lab data were added. Concomitant, historical drugs and treatment drugs were added. On 27-feb-2018: pfs received: no clinical information received. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("malposition of essure device (ruptured through part of fallopian tube) /perforation (fallopian tube(s)),") and basedow's disease ("graves' disease") in a 30-year-old female patient who had essure (batch no. 836525-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multi gravida (pregnancies: 4.), parity 3 (live births: 3. (21mar2001, 17oct2003, 05apr2011).) And miscarriage in june 2012. Previously administered products included for prevent pregnancy: ortho-evra patch from (B)(6) 2012, nuvaring from (B)(6) 2012, yaz from 2009 to 2010, depo-provera shot in 2009 and mirena iud in 2009. Past adverse reactions to the above products included adverse reaction with depo-provera shot, nuvaring, ortho-evra patch and yaz; and uterine perforation with mirena iud. Concomitant products included metoprolol since 2013. On (B)(6) 2012, the patient had essure inserted. On the same day, the patient experienced menorrhagia ("abnormal bleeding(vaginal/menorrhagia),/severe clotting"), vaginal haemorrhage ("abnormal bleeding(vaginal/menorrhagia),"), female sexual dysfunction ("apareunia apareunia(inability to have sexual intercourse)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), alopecia ("hair loss"), fatigue ("fatigue") and orgasm abnormal ("painful orgasms"). On (B)(6) 2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), hormone level abnormal ("hormonal changes") and migraine ("migraines / headaches"). On (B)(6) 2013, the patient experienced basedow's disease (seriousness criterion medically significant) and hyperthyroidism ("hyperthyroidism"). In 2013, the patient experienced anxiety ("anxiety") and depression ("depression"). In (B)(6) 2014, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain. The patient was treated with paracetamol (tylenol), beta blocking agents, thiamazole (methimazole), analgesics and surgery (bilateral salpingectomy essure removal). Essure was removed in (B)(6) 2014. At the time of the report, the fallopian tube perforation, basedow's disease, vaginal haemorrhage, female sexual dysfunction, dysmenorrhoea, alopecia, fatigue, orgasm abnormal, hormone level abnormal and migraine outcome was unknown, the menorrhagia, dyspareunia, anxiety and depression had resolved and the hyperthyroidism was resolving. The reporter considered alopecia, anxiety, basedow's disease, depression, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, hormone level abnormal, hyperthyroidism, menorrhagia, migraine, orgasm abnormal and vaginal haemorrhage to be related to essure. The reporter commented: she did not had complications from essure removal procedure. She did not retained the essure device or any portion of it. Diagnostic results (normal ranges are provided in parenthesis if available): x-ray - on (B)(6) 2013: satisfactory placement,complete occlusion quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: update of information (batch is not valid) incident no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("malposition of essure device (ruptured through part of fallopian tube) /perforation (fallopian tube(s)),"), embedded device ("there was a right essure as seen at the right cornua, embedded in the myometrium"), device expulsion ("there was a right essure as seen at the right cornua, imbedded in the myometrium") and basedow's disease ("graves' disease") in a 30-year-old female patient who had essure (batch no. 836525 inv, a36526 inv) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multi gravida (pregnancies: 4.), parity 3 (live births: 3. ((B)(6) 2001, (B)(6) 2003, (B)(6) 2011).), miscarriage in (B)(6) 2012, irritable bowel syndrome, endometriosis, bacterial vaginosis and breast tenderness. Pregnancy test result was negative. Previously administered products included for prevent pregnancy: ortho-evra patch from (B)(6) 2011 to (B)(6) 2012, nuvaring from (B)(6) 2011 to (B)(6) 2012, yaz from 2009 to 2010, depo-provera shot and mirena iud. Past adverse reactions to the above products included adverse reaction with depo-provera shot, nuvaring, ortho-evra patch and yaz; and uterine perforation with mirena iud. Concurrent conditions included constipation, vulvovaginal candida, pre-menstrual tension syndrome and paratubal cyst. Concomitant products included metoprolol since 2013. On 13-nov-2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced menorrhagia ("abnormal bleeding(vaginal/menorrhagia),/severe clotting/ heavy periods lessened considerably (became normal again)"), vaginal haemorrhage ("abnormal bleeding(vaginal/menorrhagia),"), female sexual dysfunction ("apareunia apareunia(inability to have sexual intercourse)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), alopecia ("hair loss"), fatigue ("fatigue") and orgasm abnormal ("painful orgasms"). On (B)(6) 2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and migraine ("migraines / headaches") and was found to have hormone level abnormal ("hormonal changes"). On (B)(6) 2013, the patient experienced basedow's disease (seriousness criterion medically significant) and hyperthyroidism ("hyperthyroidism"). In 2013, the patient experienced anxiety ("anxiety") and depression ("depression"). In(B)(6) 2014, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), headache ("headaches"), abdominal pain lower ("abdominal pain lower") and back pain ("back pain"). The patient was treated with analgesics, beta blocking agents, paracetamol (tylenol), thiamazole (methimazole), surgery (bilateral salpingectomy essure removal) and psychiatric care. Essure was removed on (B)(6) 2014. At the time of the report, the fallopian tube perforation, embedded device, device expulsion, basedow's disease, vaginal haemorrhage, female sexual dysfunction, alopecia, fatigue, orgasm abnormal, hormone level abnormal, migraine and headache outcome was unknown and the menorrhagia, hyperthyroidism, dysmenorrhoea, dyspareunia, anxiety, depression, abdominal pain lower and back pain had resolved. The reporter considered abdominal pain lower, alopecia, anxiety, back pain, basedow's disease, depression, device expulsion, dysmenorrhoea, dyspareunia, embedded device, fallopian tube perforation, fatigue, female sexual dysfunction, headache, hormone level abnormal, hyperthyroidism, menorrhagia, migraine, orgasm abnormal and vaginal haemorrhage to be related to essure. The reporter commented: she did not had complications from essure removal procedure. She did not retained the essure device or any portion of it. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Ultrasound scan - on (B)(6) 2014: 1. Right ovarian corpus luteum versus collapsing dominant follicle. 2. Trace free fluid, likely physiologic.. X-ray - on (B)(6) 2013: results: satisfactory placement,complete occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain , dysmenorrhea, menorrhagia , r essure in the cornea, perforating the serosa , anxiety , lot numbers 836525 and a36526 are invalid . Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet:- event hyperthyroidism was recovered from recovering. On (B)(6) 2018: medical records- reporter information added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("malposition of essure device (ruptured through part of fallopian tube) /perforation (fallopian tube(s)),"), embedded device ("there was a right essure as seen at the right cornua, imbedded in the myometrium"), device expulsion ("there was a right essure as seen at the right cornua, imbedded in the myometrium") and basedow's disease ("graves' disease") in a 30-year-old female patient who had essure (batch no. 836525-invalid , a36526) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multi gravida (pregnancies: 4.), parity 3 (live births: 3. ((B)(6) 2001, (B)(6) 2003, (B)(6) 2011).), miscarriage in (B)(6) 2012, irritable bowel syndrome and endometriosis. Previously administered products included for prevent pregnancy: ortho-evra patch from (B)(6) 2011 to (B)(6) 2012, nuvaring from (B)(6) 2011 to (B)(6) 2012, yaz from 2009 to 2010, depo-provera shot and mirena iud. Past adverse reactions to the above products included adverse reaction with depo-provera shot, nuvaring, ortho-evra patch and yaz; and uterine perforation with mirena iud. Concurrent conditions included constipation, vulvovaginal candida, pre-menstrual tension syndrome and paratubal cyst. Concomitant products included metoprolol since 2013. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced menorrhagia ("abnormal bleeding(vaginal/menorrhagia),/severe clotting"), vaginal haemorrhage ("abnormal bleeding(vaginal/menorrhagia),"), female sexual dysfunction ("apareunia apareunia(inability to have sexual intercourse)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), alopecia ("hair loss"), fatigue ("fatigue") and orgasm abnormal ("painful orgasms"). On (B)(6) 2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and migraine ("migraines / headaches") and was found to have hormone level abnormal ("hormonal changes"). On (B)(6) 2013, the patient experienced basedow's disease (seriousness criterion medically significant) and hyperthyroidism ("hyperthyroidism"). In 2013, the patient experienced anxiety ("anxiety") and depression ("depression"). In (B)(6) 2014, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), headache ("headaches"), abdominal pain lower ("abdominal pain lower") and back pain ("back pain"). The patient was treated with analgesics, beta blocking agents, paracetamol (tylenol), thiamazole (methimazole), surgery (bilateral salpingectomy essure removal) and psychiatric care. Essure was removed on (B)(6) 2014. At the time of the report, the fallopian tube perforation, embedded device, device expulsion, basedow's disease, vaginal haemorrhage, female sexual dysfunction, alopecia, fatigue, orgasm abnormal, hormone level abnormal, migraine and headache outcome was unknown, the menorrhagia, dysmenorrhoea, dyspareunia, anxiety, depression, abdominal pain lower and back pain had resolved and the hyperthyroidism was resolving. The reporter considered abdominal pain lower, alopecia, anxiety, back pain, basedow's disease, depression, device expulsion, dysmenorrhoea, dyspareunia, embedded device, fallopian tube perforation, fatigue, female sexual dysfunction, headache, hormone level abnormal, hyperthyroidism, menorrhagia, migraine, orgasm abnormal and vaginal haemorrhage to be related to essure. The reporter commented: she did not had complications from essure removal procedure. She did not retained the essure device or any portion of it. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on (B)(6) 2014: 1. Right ovarian corpus luteum versus collapsing dominant follicle. 2. Trace free fluid, likely physiologic.. X-ray - on (B)(6) 2013: results: satisfactory placement,complete occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain , dysmenorrhea, menorrhagia , r essure in the cornea, perforating the serosa , anxiety. Lot numbers 836525 and a36526 are invalid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: ¿update of information (batch is invalid)¿ amendment: the report was also amended on (B)(6) 2018 for the following reason: significant correction-lot number updated. Incident: we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("malposition of essure device (ruptured through part of fallopian tube) /perforation (fallopian tube(s)),") and basedow's disease ("graves' disease") in a 30-year-old female patient who had essure (batch no. 836525-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multi gravida (pregnancies: 4.), parity 3 (live births: 3. ((B)(6)2001, (B)(6)2003, (B)(6)2011).) And miscarriage in june 2012. Previously administered products included for prevent pregnancy: ortho-evra patch from july 2011 to july 2012, nuvaring from july 2011 to july 2012, yaz from 2009 to 2010, depo-provera shot in 2009 and mirena iud in 2009. Past adverse reactions to the above products included adverse reaction with depo-provera shot, nuvaring, ortho-evra patch and yaz; and uterine perforation with mirena iud. Concomitant products included metoprolol since 2013. On (B)(6)2012, the patient had essure inserted. On the same day, the patient experienced menorrhagia ("abnormal bleeding(vaginal/menorrhagia),/severe clotting"), vaginal haemorrhage ("abnormal bleeding(vaginal/menorrhagia),"), female sexual dysfunction ("apareunia apareunia(inability to have sexual intercourse)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), alopecia ("hair loss"), fatigue ("fatigue") and orgasm abnormal ("painful orgasms"). On (B)(6)2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), hormone level abnormal ("hormonal changes") and migraine ("migraines / headaches"). On (B)(6)2013, the patient experienced basedow's disease (seriousness criterion medically significant) and hyperthyroidism ("hyperthyroidism"). In 2013, the patient experienced anxiety ("anxiety") and depression ("depression"). In december 2014, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced headache ("headaches"), abdominal pain lower ("abdominal pain lower") and back pain ("back pain"). The patient was treated with paracetamol (tylenol), beta blocking agents, thiamazole (methimazole), analgesics and surgery (bilateral salpingectomy essure removal). Essure was removed in december 2014. At the time of the report, the fallopian tube perforation, basedow's disease, vaginal haemorrhage, female sexual dysfunction, alopecia, fatigue, orgasm abnormal, hormone level abnormal, migraine and headache outcome was unknown, the menorrhagia, dysmenorrhoea, dyspareunia, anxiety, depression, abdominal pain lower and back pain had resolved and the hyperthyroidism was resolving. The reporter considered abdominal pain lower, alopecia, anxiety, back pain, basedow's disease, depression, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, headache, hormone level abnormal, hyperthyroidism, menorrhagia, migraine, orgasm abnormal and vaginal haemorrhage to be related to essure. The reporter commented: she did not had complications from essure removal procedure. She did not retained the essure device or any portion of it. Diagnostic results (normal ranges are provided in parenthesis if available): x-ray - on (B)(6)2013: satisfactory placement,complete occlusion quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6)2018: plaintiff fact sheet received. Headache, lower abdominal pain & back pain were added. Event outcome updated. Concomitant & historical drugs conditions were added. Product, patient & reporter information updated. Incident no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report